Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) is currently underway. The reported problem (pulse current faults) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A review of a (B)(6) female pt's download showed the pt was receiving excessive pulse current faults. Support contacted the pt to replace her monitor.